Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va09evr, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va09evr, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had his implantable neurostimulator (ins) replaced on (B)(6) 2014. Additional information received reported the manufacturing representative had spoken with the patient's healthcare professional (hcp) several times prior to the case. The patient had been experiencing a "twinge" and "shock" on an infrequent basis, once per week initially. It was noted that they were increasing in frequency to once or more per day. This was confirmed with the patient's wife and daughter. The device was explanted. It was noted that while the structure of the battery was intact on cursory inspection there was clearly bodily fluid in the headed of the device. When the hcp pushed down on the header the fluid and air bubbles moved around. The device was replaced with a new device. It was later reported that patient was getting tingling sensation at the ins site in the chest. This had begun about a month prior to (B)(6) 2014. On (B)(6) 2014 an exploratory surgery was done that had found fluid in the header block of the ins. The patient had no falls or trauma. Additional information received reported some impedances were out of range. Left hemisphere out of range impedances were c/0 at 2141. Right hemisphere out of range impedances were c/8 at 2287, c/10 at 2205, 8/10 at 4177 and 8/11 at 4019.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va09evr, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va09evr, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va09evr, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va09evr, implanted: (B)(6) 2013, product type lead. Analysis of the implantable neurostimulator found no significant anomaly, it was functionally ok and anomalies were insignificant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an intermittent shocking sensation at the implantable neurostimulator (ins) site that was present at an appointment on (B)(6) 2014 and was now happening 3-4 times per hour. The shocking was no longer dependent on body position. The ins site was tender and red. The ins site pain was at a 5 on a scale of 1-10. The patient was scheduled for an appointment on (B)(6) 2014. No diagnostic testing or troubleshooting had been performed but would be in the future. The product issue was not resolved and the cause of the issue was not determined. Patient was alive with no injury. Patient symptoms were burning sensation and redness at the device pocket. Additional information received reported impedances were all checked and nothing had seemed out of place. The ¿shocking¿ sensation was localized to the pocket area but was not painful. It was noted that it happened when stimulation was on and off. The patient was being scheduled for an exploratory surgery of the ins site.